Event description:
Pt underwent acl reconstruction surgery on (B) (4), 2007. Pt has since had two subsequent surgeries as a result of the defective screw. Pt then had infection with evidence by abscesses and corresponding rupture of the same. Her leg was swollen and red from the knee through the ankle. Furthermore, she experienced sickness, fever, and disorientation causing her to go to the emergency room on one occasion.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4).